Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure for open sigmoid colectomy, reversal of colostomy for diverticular disease the surgeon used the device for the anastomosis of the bowel. The device appeared to have worked and made the crunching sound when the surgeon fired the gun. The surgeon then went away to rescrub and on his return noticed that the bowel was still in 2 pieces. The surgeon and the scrub nurse searched the patient's abdomen for the staplers and could not find any. They also checked the housing of the device and could not see any there either. Due to this incident, reversal of the colostomy was not possible. The patient will have a permanent colostomy.